Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of a balloon pinhole with an unknown procedure type and anatomy location. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and it was found that the balloon had a pinhole located approximately at 14 mm from the tip of the device. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 14 mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole with an unknown procedure type and anatomy location and is being reported as the pinhole may have occurred in the esophagus. Please see block h10 for full investigation details.